Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) was identified in non-sustained ventricular tachycardia episodes 114-118 on (B)(6) 2016. The analysis of the device memory indicated a r-wave amplitude measurement issue. Minimum r-wave amplitude over 10mv through (B)(6) 2015, then drops generally below 4mv, possibly contributing to the observed t-wave oversensing (twos). (B)(4).

Event description:
It was reported that the patient's lead had intermittent t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.